Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER with syncopal episodes. Increased thresholds and loss of capture were noted. The lead was capped and replaced. The patient was stable.